Event description:
It was reported that the transmitter unpaired itself. Product was provided for investigation. An external visual inspection was performed and passed. Perform voltage test was performed and failed. A review of the share logs was performed and the transmitter unpaired itself was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).